Event description:
It was reported that "case was a revision. Patient had l3-5. Three levels were added to construct. While placing blockers, head of l3 screw disengaged from screw body. Blockers and rod were removed. The old screw was removed and replaced. The rod was again positioned and blockers were implanted. The rest of the case went fine."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a f/u report. Method, result, and conclusion codes will be made available following engineering evaluation.